Manufacturer narrative:
Medwatch report number mw5064737. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in an intravia container. This occurred during set up when 2 grams of cefepime was diluted in 100 ml of 5% dextrose. It was stated part of the septum of the injection port broke off into the container when a needle was inserted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.